Event description:
Awareness under anesthesia due to a pump module malfunction/failure. Alaris model 8100 infusion pump was loaded in the normal fashion prior to the arrival of the patient to the room. A 100cc bottle of ppf was used with IV tubing on the IV tubing module for the pump. Remifentanil was placed in a 20cc syringe with a concentration of 50mcg/ml and placed in a syringe module. There were no issues or alarms while preparing the pump. For vtbi on the ppf 85 cc or 83 cc was selected (I cannot recall which) to account for the volume used to prime the line. The infusion tubing was connected to the main IV before induction but not started until tube was secured. Patient was induced uneventfully and pumps started within a few moments of securing my ett. Ppf infusion was started at 150 mcg/kg/min and remi at 0.1 mcg/kg/min. In the normal fashion, anesthesiologist checked to see that the green light was lit on both pumps. No alarms were given and doctor went about caring for the patient and documenting the induction. For about 15 min following induction patient exhibited a bp and heart rate consistent with a patient in an adequate plane of anesthesia. Again no alarms were ever sounded on either pump. Once the patient was prepped and draped the surgeon asked for trendelenburg position. Once the patient was placed in trendelburg position doctor noticed the patient had an elevated bp and was beginning to trigger the vent and breathe on her own. (The patient was given an intubating dose of rocuronium at the start of the case) at that time I gave fentanyl, rocuronium and ppf (not through pump) to deepen anesthetic. Next bp returned high as well. At this time doctor titrated up ppf drip to 200mcg/kg/min (again no alarms) and remi to 0.15. Again patient did not exhibit the reduction in bp and hr that doctor would have expected given the deepening of the anesthetic. Doctor went on to administer desflourane vaporizer to anesthetize the patient and bolused ppf from an external syringe (not from the pump) following the case and allowing for adequate time to emerge from anesthesia, doctor met with the patient bedside and explained the issue. She does report approximately 5 min of recall and is able to describe events consistent with the time frame of trendeleburg position. She described these events as not particularly painful (consistent with remifentanil infusion ongoing). She reports that her greatest concern during her period of awareness was that it would be ongoing and would never be noticed. Her surgery was over 2 hours long and she recalls about 5 minutes worth. Patient reported she does not feel acutely traumatized by the event.